Manufacturer narrative:
E1- (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e216, error b20 and did not transmit an image. When the image was transmitted, the entire screen appeared in red or green. There was no report of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
Additional information received, that when the subject device was turned on. A "strange noise, like an engine working" was noted. Reportedly, the image was pixilated and dark. The issue, occurred at the beginning of a therapeutic surgery. That caused a thirty (30)-minute delay to get another equipment, while patient was under general anesthesia. The procedure was completed. There were no reports of patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. Olympus was able to confirm, the customer report. And determined, the following cause: due to poor water-tightness of camera unit, the image has linear scratches. Additionally, there was damage on cable unit, water leak in button and coupler unit; due to water leak in button, the switches of the scope/camera head did not work; due to water leak in coupler unit, the coupler comes off from the scope. The most probably cause of the identified failure is cause traced to user.